Event description:
We received a report that during the implantation of tecnis zma00 21.0 diopter intraocular lens (iol) the technician loaded the lens so that when she advanced the lens with the injector the lead haptic moved down the barrel of the cartridge and the distal tip of the haptic was aiming back toward the optic. She used a instrument to straighten the haptic within the barrel; everything looked fine with the exception that a small part of the haptic was sticking out of the distal tip of the cartridge. The surgeon decided to inject the lens and as it opened in the eye then lens opened, so that the anterior surface of the optic was on the bottom. The surgeon had attempted to rotate correctly but it appeared that the haptic may have kept lens from opening properly because it was entangled in a small bit of iris. The surgeon freed the haptic from iris and then carefully flipped the lens right side up. After this, the surgeon noticed that the capsule had a rent. She then attempted to move the lens anterior and the one haptics broke off just beyond where it joins to the optic. She cut out the zma lens and did a vitrectomy and determined that an ac lens was the only option. The ac lens was implanted and incision was sutured.

Manufacturer narrative:
(B)(6). Additional info: evaluation: a review of the manufacturing records was performed. The production order was released per sterilization batch (B)(4). There were no non conformances with respect to the final product release process. The production order number was not produced under deviation. There were no process and/or material changes within the production order. There were no non conformances with respect to the sterilization process. The measured lens was within pull strength specification. Results of environmental control showed that there were no environmental monitoring related non conformances within the timeframe the production order and lens were manufactured. There are no associated nonconformity materials reports or deviations. A search on complaints was executed and revealed that no other complaints for this order number were received to date. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.